Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert heater-cooler system 1t. This device is not distributed in the united states, but it is similar to the stockert heater-cooler system 3t which is distributed in the united states. The 510k for the stockert heater-cooler system 3t is k052601. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that there was a short in the heater-cooler during set up. There was no patient involvement.

Manufacturer narrative:
In the initial report, submitted in november 2014, it was stated that the heater-cooler system 1t is similar to the heater-cooler system 3t. Continued evaluation of the product determined that this is not an accurate statement. The heater-cooler system 1t is not distributed in the USA and is not similar to any devices distributed in the USA by livanova. This event has been re-classified as non-reportable and this medwatch report is void.